Event description:
It was reported that at implant, the first dft worked as planned with t-shock. A second dft induction was tried again with t-shock. The strip showed a t-shock for vf induction, but no shock delivered. The doctor then induced vf (ventricular fibrillation) with 50hz. When the patient was in vf, the device detected, charged, and shocked. 0 joules was delivered. Vf was redetected, caps charged, and again 0j was delivered. The patient was rescued externally. The episode log showed 0j delivered with an impedance less than 20 ohms. The battery voltage at the start of the case was 3.16v and 3.09v at the end of the case, after the device was removed. The device was not implanted. It was returned and tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.